Event description:
Additional information received stated that rv lead revision for high rv lead impedance. The lead was capped and replaced on (B)(6) 2023. No patient consequences.

Event description:
It was reported that right ventricular (rv) lead exhibited gradual increase impedance. Lead fracture was suspected. The lead will be monitored. The patient is in stable condition.